Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This occurred during an unknown step of peritoneal dialysis (pd) therapy on the homechoice (hc) machine. The home patient (hp) was not connected to the hc at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.